Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient woke up to a low alert of 70 mg/dl and drank a lot of orange juice to increase his glucose level. The cgm value instead gradually dropped to 50 mg/dl and had a 45 degree arrow down indicating that it would continue to drop. He was concerned, so went to the hospital where a bg test check indicated a value above 200 mg/dl (he could not recall the exact number). He was given IV fluids and 20 units of xultophy and was monitored for 3-4 hours before being released. At the time of the report he stated that his glucose levels were still running a little high. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. No data was provided for evaluation. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.